Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned catheter found contrast in the inflation lumen; however, the balloon was loosely-folded. This indicates that the balloon was able to pressurize at some point and is inconsistent with the reported information that it would not inflate. Measurements of the tip crossing profile and the 2/3 refolded balloon profile were taken and both dimensions met specification. Functional testing was performed with a new indeflator in an attempt to inflate the balloon to confirm the reported inflation issue; however, the balloon inflated to rated burst pressure (rbp) without anomalies noted. Additionally, the inflation times of the balloon were measured and met specification. The analysis noted that the tip was wrinkled. However, this damage was not reported during inspection prior to use and likely occurred from an interaction with the calcified lesion during advancement. Physical resistance with the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support and is not generally associated with a product quality deficiency. Reportedly, the lesion was heavily calcified and likely contributed to the reported difficulties. It is likely that the catheter met resistance with the heavily calcified lesion and thereby contributed to the noted tip damage (wrinkled). Furthermore, an inflation issue (failure to inflate) can be affected by numerous factors including, but not limited to, damage during processing of the shaft material, inflation technique, loose or intermittent connections with the inflation device, insufficient preparation for use, interactions with other devices, lesion calcification and tortuosity, or handling during removal of the device from the packaging and preparation for use. Additional follow-up information was requested from the account to verify how the device was prepared for use and the account stated that the balloon was initially soaked, but it was not prepped as specified in the instructions for use (IFU). In this case, if an attempt is made to inflate the balloon without purging the air from the system, this could slow or prevent the flow of contrast to the balloon, although the balloon would still be able to inflate, as observed in the analysis. It is likely that due to the lack of preparing the device, air was still present in the system at the time of inflation, such that the inflated balloon could not to be visualized and may have ultimately been interpreted by the account as an inflation issue. Based on the information provided and the analysis of the returned product, the reported complaint appears to be related to operational context of the device and not a product quality deficiency. It should be noted that the IFU cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the lot history record for the report lot was performed and revealed no nonconforming material records. Additionally, a query of the complaint-handling database was performed and revealed no other incidents reported for inflation issues.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with heavy calcification. A 1.2 x 8 mm mini trek balloon was attempted to be used; however, failed to cross the lesion. The 1.5 x 8 mm mini trek balloon was then advanced and some resistance was noted with the vessel. The balloon was positioned and inflated to 8 atmospheres (atm); however, the balloon would not inflate, and was removed. The procedure was completed with rotoblation. It was noted that the balloon was not prepped prior to use. There were no adverse patient effects. The patient was reported to be fine and stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.